Manufacturer narrative:
Device not returned.

Event description:
The patient had si joint fusion surgery one year ago and returned to the implanting surgeon with a complaint of si joint pain. Injections confirmed pain from the si joint. The surgeon performed a revision in which he removed both implants.